Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 590 mg/dl. The infusion set and cartridge were changed. Insulin injections were administered to address bg. Customer did not know cause of elevated bg. Reportedly, pump therapy was resumed.